Event description:
Two implants co received on 12/4/00 for identification purposes only with no complaints reported on either implant. Upon investigation, it was determined that both implants are dow corning. During the investigation, it was determined that the right implant had puncture holes and the left implant was ruptured.